Manufacturer narrative:
Device evaluation by manufacturer: the tosoh latin america operations manager (laom) visited the customer account and proceeded to investigate the reported event and perform preventive maintenance (pm) on the aia-900 instrument. While doing the pm, the laom noticed that the incubator temperature was 35°c while the normal range should be 37°c +/- 1. The temperature was corrected to 37.1°c. The following week the aia-900 instrument was recalibrated and precision studies were performed, which demonstrated coefficient of variation (%cv) being within acceptable range. The patient in question was redrawn by the customer and a correlation study was performed between tosoh's aia-900 instrument and the roche's cobas e411 instrument. The redrawn was done after the patient had been treated by the physician based on the elevated prl shown with the other two (2) instruments. The values obtained showed good correlation between both methodologies: result in tosoh's aia 900: 6.45 ng/ml. Result in roche's cobas e411: 8.58 ng/ml. The investigation showed that all previous results improved with re-calibration and adjusting the temperature of the incubator on the aia-900 instrument. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12-mar-2018 through aware date 12-apr-2019. There were no other similar events reported during the searched period. The st aia-pack prl analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event was due to the incubator temperature being out of range low.

Event description:
A customer reported that tosoh's aia-900 instrument generated a prolactin (prl) patient result of 25.8 ng/ml (normal reference range 2.1 - 47.6 ng/ml), but when the same patient sample was ran on a roche's cobas e411 instrument the result was 40.8 ng/ml (1.2 - 19.5 ng/ml), which was above the normal reference range. The laboratory insisted on retesting the sample and sent it to a different laboratory (methodology was chemiluminescence, instrument unknown), obtaining a patient result of 54.37 ng/ml (4.7 - 23 ng/ml). Both other instruments reported a value above the reference range, but in tosoh's aia-900 instrument it showed a result within the normal reference range. The customer reported that quality controls (qc) were within acceptable range at the time the subject patient sample was ran. The customer declined to provide the patient's clinical history. There was no impact to patient treatment due to the result obtained with the tosoh's aia-900 instrument; the customer reported the results obtained in the other two instrument to the treating physician.